Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the right plunger case was cracked. During multiple flow and occlusion testing, the reported problem could not be duplicated. However, the pump was a little more noisy than usual. The root cause of the issue could not be determined. Replaced motor assembly as a preventative measure, as parts were over five years old for the noisy operation. Also replaced clutch half's left and right with leadscrew and spring as preventative measure for clutch error in history, as parts over five years old.

Event description:
It was reported that there was a clutch error and super noisy. No patient injury was reported.